Manufacturer narrative:
Gore® tri-lobe balloon catheter/lot #21408725/UDI # (B)(4)/MFR report #3007284313-2020-00110. A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic endoprosthesis and a gore® tag® conformable thoracic stent graft. The gore® tag® conformable thoracic endoprosthesis (tgu343410j) was implanted distally. Then, the gore® tag® conformable thoracic endoprosthesis with active control system was implanted proximally (tgmr373710j). After all endoprostheses were implanted, a touch-up ballooning was performed to the proximal end, the distal end and the overlap site using gore® tri-lobe balloon catheter. Final angiography identified a dissection from the distal end of the tgu343410j (this endoprosthesis was implanted most distally) to the level of the diaphragm. Another gore® tag® conformable thoracic stent graft with active control system was implanted distally to resolve the dissection. The patient tolerated the procedure. The physician¿s comment: he should have performed touch-up ballooning carefully because the tgu343410j was oversized compared to the diameter of the distal side of the thoracic aorta. The dissection was not observed before the tgmr373710j was implanted so, it is possible that the touch-up ballooning caused the dissection.